Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "sensitive" to a loss of atrioventricular synchrony. It was also reported that multiple episodes of high frequency noise were noted on the right atrial (ra) lead, presenting as atrial fibrillation (af). The lead and implantable pulse generator (ipg) were explanted and replaced. It was noted the device was changed out "due to concerns about another procedure in a short period of time". The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.